Event description:
Consumer was using the pad while laying on a couch and fell asleep. She awoke to find that her heating pad had melted and damaged her couch. No injuries were reported with this incident.

Manufacturer narrative:
This product was folded in half and then folded again. Folding is a violation of the instructions and warnings provided. Consumer fell asleep with pad and was laying on the pad, which are also violations of the instructions and warnings provided. No injuries were reported. This incident is direct result of misuse/abuse of the product.